Event description:
It was reported that the pump was off due to drained batteries. The patient was reportedly stable at the time of the event. The log file captured low power advisories while on battery power on (B)(6) 2024 at 08:56:34. Then low power hazards at 09:54:57, no external power at 09:55:37, 09:56:47 driveline was disconnected and the pump was off, at 09:56:46 the driveline was reconnected. At 10:48:42 and low power hazard was noted, a no external power, at 10:57:33 the driveline was disconnected, and at 14:25:34, the pump was reconnected and running at 5200rpm. Additional information was received that the event log file captured a series of intentional pump stop command and driveline disconnects on (B)(6) 2024 between 1123 and 1425. This event created multiple low flow alarms, low speed advisory, low speed hazard, and comm fault alarms. All parameters began to normalize starting (B)(6) 2024 at 1425. The mechanical support system (mcs) equipment did not appear to be causing these events. Otherwise, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop; however, a specific cause for this event could not be conclusively determined through this investigation. The submitted controller event log files collectively contained events from (B)(6) 2024. The files captured pump stops due to driveline disconnects and the system controller not being connected to an external power source when the driveline was reconnected. The pump appeared to function as intended at the fixed speed when the driveline was connected, and the controller was connected to an external power source. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the heartmate 3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Section 6 of the IFU, ¿patient care and management¿ (under ¿postoperative patient care¿) explains that if the pump loses external power, it may stop. If the pump stops, then the pump will not re-start unless external power is applied to the system controller. No further information was provided. The manufacturer is closing the file on this event.